Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The evaluation could not confirm/duplicate the customer¿s reported problem as no errors occurred during testing. A visual inspection observed no abnormality. However, a review of the device¿s error log confirmed the error e105, e849 and e104 were recorded. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (oj) was informed that during a laparoscopic total hysterectomy, ¿once it ((B)(4)) was taken out of the body cavity, the light emitted from the tip turned pink with the occurrence of errors e105 and e104¿ from the customer visera elite ii video system center. ¿when the power was turned on and off again, it recovered, so the procedure was completed with the actual product.¿ it was noted the device was inspected prior to use, no abnormality was observed. There was no death, injury or harm to the patient. This report is being submitted to capture the e105 lamp error.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified. The subject device and wa50040a were used in combination to check the phenomena by continuously turning on the power for an hour and by swaying the scope connector. However, e105, e104, and pink light were not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.